Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated out of tube") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: patient had 3 coils, migrated out of her tube. Doctor was not concerned although she was and still was 6 years later and he would not removed it. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated out of tube") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: patient had 3 coils, migrated out of her tube. Doctor was not concerned although she was and still was 6 years later and he would not removed it. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-jun-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.